Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary occlusion cannot be confirmed. The case imaging was requested but has not been provided. Per report, it is possible patient and procedural might have contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing. Imaging for the case has been requested.

Event description:
During a transfemoral tavr procedure, post bav the patient became hypotensive and EKG showed st-elevations. Coronary angiogram showed patent coronaries, however the distal vascular small-branches off the left anterior descending showed timi 1 flow. The occlusion was attributed to a possible embolization of plaque post bav to the distal lad vasculature which caused stunning of ventricle and worsening of mitral regurgitation. Post valve deployment, tee and aortogram showed trace to mild paravalvular leak. The patient became hemodynamically unstable, st elevations were present then ventricular tachycardia occurred; the patient was shocked twice and aortic pressure continued to drop. Tee showed severe mitral regurgitation and worsening tricuspid regurgitation, there was no annular rupture or effusion, and a normal ejection fraction. The patient's pressure was unable to be sustained with medications and pressure completely dropped, CPR was performed and patient was placed on cpb for hemodynamic support; hematocrit was 16. Coronary angiogram showed patent coronaries (distal vascular- small branches off lad- had timi 1 flow but main coronaries were patent. A second aortogram showed trace to zero pvl and no effusion. Post coronary angiogram st elevations significantly improved and patient returned to nsr. Attempts to wean off cpb were unsuccessful as left ventricle continued to look empty despite attempts to fill ventricle, second hematocrit was 28. After a couple of hours of waiting for patient to stabilize, tee showed right-sided effusion (tte was done to fully evaluate effusion), pericardiocentesis was done and 200 cc of blood was removed from the pericardium. A final attempt was made to take patient off pump, but was unsuccessful. It was then decided to bring patient to or. In or a right ventricle perforation was found. The perforation was sutured and patient was able to be successfully taken off cpb. The patient left or intubated and stable. During CPR temporary wire used [a non-edwards device] caused the right ventricle perforation. The last tte prior to or showed good lv function.